Manufacturer narrative:
The t:slim user guide states that if insulin delivery has stopped for more than 15 minutes, the resume pump alarm occurs. Select resume insulin to continue therapy no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm and after a resume pump alarm. The resume pump alarm occurred due to the customer was waiting on additional supplies to arrive. During follow up with cts, the customer was able to load on a new cartridge successfully and resume insulin. The customer's blood glucose level was not impacted.